Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had high blood glucose. The customer stated she is having problems with her infusion set, when she wears it her blood glucose goes high. The customer blood glucose at the time of incident was 417mg/dl. Customer's blood glucose was 314mg/dl.